Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 435 mg/dl. The customer had treated with injections for the high blood glucose. Troubleshooting decline to troubleshoot for high readings. Customer also stated about they are trying to prime and its squirting out the insulin and there is no resistance. The product was returned for analysis.